Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. The device is not approved for distribution in the u.s. And is not the same as a product approved for distribution in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. Physicians became aware through a remote monitor transmission the patient experienced ventricular fibrillation (vf) and the implantable cardioverter defibrillator (ICD) delivered two high voltage therapies. It was further reported that six vf episodes were within the detection zone. An emergency unit was dispatched to the home; however, the patient could not be reached and was not alive when discovered. No other information was provided.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.